Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule swallowed by the patient, got stuck in the duodenum. The technical support transferred the customer over to the medical advisor and was able to communicate that they spoke with the physician who performed a capsule endoscopy eight days ago, and he stated that there was no issue with the capsule. What they reported was an unusual known complication, duodenal hematoma in the wall of the duodenum with narrowing of the duodenum due to the presence of a blood clot. There was no reported patient outcome.